Event description:
Account has a bed that the brakes do not hold on the foot end of the bed. There were no reported injuries. Repair is not complete at this time.

Manufacturer narrative:
The field experience of noise was confirmed. The lead was returned in two pieces. Analysis found abrasion on the lead outer insulation and on the is-1 proximal etfe cables insulation at 6.5 cm from the helix end. The proximal cable wires were exposed. This type of damage can cause the noise problem that was reported in the field.